Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 200 mg/dl at the time of hospitalization. The customer used candy to treat the low. The customer experienced symptoms such as not feeling well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer did not have a meter as she was in church. The insulin pump will not be returned for analysis.